Event description:
It was reported that the patient's device was explanted due to medical reasons. No other information is available at this time. The company is in the process of gathering additional information.